Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during testing. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 170 mg/dl. The customer stated that the insulin pump may have been exposed to sweat, although he was unsure. Advised replacement of the insulin pump. Nothing further reported.